Event description:
It was reported that on (B)(6) 2024 the patient was unable to get the c6 monitor to charge. The patient tried different cables, different outlets and was unsuccessful every time. The patient also reported that the monitor would not power on. The device was replaced.

Manufacturer narrative:
It was reported that the c6 monitor would not charger. The monitor was returned for investigation. The monitor was inspected for general physical integrity and found to have physical damage on the charging port contacts that was caused from the charging cord overheating .engineering evaluation visually confirmed thermal damage to the monitor's charging port and to the usb-c connector on the monitor charging cable. The monitor charging cable started smoking while performing electrical testing. The electrical fault within the monitor charging cable is the likely cause of thermal damage to the monitor's charging port. Philips am&d is further investigating this reported issue.